Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a brownish spot in the midsection of the filter housing. Microscopic inspection revealed that the spot was a burn mark 3mm in length. The reported condition was verified. To correct this issue, the supplier of the component was notified of the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set had black, residual particulate matter in its filter. The particles were approximately 1-2 mm in size. This was noticed during priming with saline and before patient use. There was no patient involvement. No additional information is available.